Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the tubing. There was no reported impact to the customers blood glucose level. Reportedly, the customer changed out the cartridge. The customer declined to provided additional information on air bubbles.